Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06577 and 2134265-2017-06954. It was reported that myocardial infarction and stent thrombosis occurred. In (B)(6) 2017, percutaneous coronary intervention was performed. The 100% stenosed, 100 x 3.5 mm, de novo, type c target lesion was located in the proximal to distal right coronary artery (rca). There was a tortuous pass located proximal to the lesion. Following pre-dilation with a 3.5 x 15 mm non-bsc balloon at 12 atmospheres (atm), a 3.8 x 38 mm synergy¿ drug-eluting stent was advanced but was unable to be delivered to the target lesion. A non-bsc support catheter was inserted and the 3.8 x 38 mm synergy¿ stent crossed the lesion and was implanted at 11 atm with 3 inflations for 20 seconds each. A 3.50 x 16 mm synergy¿ drug-eluting stent was implanted in the distal rca at 14 atm. A second 3.50 x 16 mm synergy¿ drug-eluting stent was implanted at 11 atm proximal to the 3.8 x 38 mm synergy¿ stent. The stents were not malpositioned. Residual stenosis was 0% with timi 3 flow. The patient was placed on medication. In (B)(6) 2017, the patient visited the hospital with no symptoms. St elevation was noted under cardiac electrogram and complete atrioventricular block was noted. The patient was diagnosed with subacute myocardial infarction. Coronary angiography was performed and occlusion was noted from proximal rca. Thrombosis within the three implanted synergy stents was suspected. Following pre-dilatation, three non-bsc stents were implanted from proximal to distal rca and the procedure was completed. No further patient complications or injury were reported. The patient condition was reported as recovered.